Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s pain device ¿conflicted¿ with a nearby urinary device and was disengaged. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported the issue was not resolved and was going to take legal action. The patient alleged they were feeling very poorly and had not slept in 3 days. They also made the allegation that the device was ¿defective¿ as they would go in to have it adjusted where it worked for a short time then it would stop working. The patient stated that they would go in again and the same thing happened. They just had the device re-adjusted and had been working for the last 3 days. The patient stated that they were going about 200 cc every 2 hours and about 3000 cc daily. In addition, the patient reported there was an issue with the ¿installation¿ of the device and there was ¿a product liability¿ as the healthcare professional (hcp) had done an improper insertion that has caused the patient to be diagnosed with congestive heart failure (chf). They had visited the hospital frequently and stated that they had been ¿injured by the manufacturer, the hospital, and their health is fading¿. The patient mentioned their physical condition had ¿gone down ever since the device was replaced¿. It was noted the original device worked ¿beautifully¿ and it was not until they got the replacement that the complications began. The patient reported they had high blood pressure a couple of weeks prior to the report when they were diagnosed with chf. They were given medication to bring the blood pressure down. The patient further stated that they were trying to do everything they could to mitigate the physical damages and it was suggested to them the device be replaced once again (including the leads). It was noted that the patient was following up with all sorts of physicians. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review determined (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer reported the implantable neurostimulator (ins) was improperly installed and defective and since the device was installed he had been diagnosed with congestive heart failure. The patient also noted he also had contracted his fourth pneumonia. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after placement of a new neurostimulator on (B)(6)17, the patient had a total inability to urinate. The unit was recalibrated on july 6, 2017 and while the patient felt some stimulation, they could not urinate. On (B)(6)2017, the patient permitted emergency personnel to catherize to remove approximately 425 cc from the patient¿s bladder. From (B)(6) through (B)(6), the patient expelled over 6m cc from their bladder all without catherization. On (B)(6) when the patient visited the healthcare provider¿s (hcp) clinic, the stimulator was re-configured from 1.4 to 1.8 pulsation and the patient could not urinate at all, and at the patient¿s request, it was lowered to 1.4; it was noted that it apparently functioned t 1.4 but not 1.8 pulsations and failed totally. It was noted that the leads needed to be replaced, but the patient was not convinced because their old unit worked for 15 years on the leads and the new unit worked "irradically" on the leads, and functioned one day but not the next, so the leads might be at fault, but the unit was malfunctioning and the patient wanted some testing or replacement of the unit before undergoing a 2nd invasive surgery. It was noted that the neurostimulator and patient programmer failed individually or together due in part to an inability to communicate as planned. It was reported that on (B)(6)2017, the patient underwent what should have been a minor operation but instead because a nightmare of error, incompetence, and neglect, appreciably impacting remaining life span. It was noted that an experienced urologist placed the new neurostimulator; however, no hospital employee explained risks, benefits, potential problems to the patient and a manufacturer representative promised to do so after the surgery but took a late flight instead resulting in no informed consent. It was noted that after, the patient had difficulty urinating, yet after three urology department visits on (B)(6)2017, the urinary retention issue remained unresolved. On (B)(6), the patient was admitted to thorton cardiology and diagnosed with congestive heart failure (chf); it was noted the patient had a normal EKG report in (B)(6)2017. It was noted that on (B)(6), the patient met with the implanting hcp and three issues were address 1. Urine retention 2. Erratic urine flow, excessive one day, barely adequate the next day, and 3. Irreparable kidney damage as the patient had stage 4 renal failure. It was reported that the hcp confessed that when they were connecting the stimulator to the patient¿s existing leads, the hcp encountered difficulty, necessitating force to complete the union. It was noted that this created an ¿electrical shock¿ and reversal of electric current direction that caused cardiac injury (congestive heart failure). It was noted that the patient¿s injuries directly related to the forced connection include an emergency visit on (B)(6)2017 to treat head/arm injury sustained on collapsing due to ¿syncopy¿ or inadequate blood flow to the brain, which was noted to have re-occurred on at least 2 other occasions and we certain to occur again. It was noted that this was a direct and proximate result of the ¿botched¿ implant fiasco on (B)(6)2017. It was also reported that the patient had limited lung function/stage 3 emphysema. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported no one showed him how to use the patient programmer so he was using common sense. The patient stated that therapy is working great, however he was not emptying completely like he used to with the old implant and he wanted to activate the new implant. The patient stated that he still had bandages on the incision and the healthcare professional (hcp) office him to remove the bandage in 2 weeks. The patient stated he had an appointment with the hcp on (B)(6). The patient synced with the patient programmer and it showed program 4 at 2.0 v and therapy was on. The patient stated he would leave setting where it was at. The patient mentioned he had stage for kidney failure. Additional information from the patient on july 5th reported he recently had his implant replaced due to normal battery depletion. The patient stated the implant did not work and he tried programming himself 6 times however he was not feeling stimulation and had no degree of urination like he did prior to the surgery. The patient stated he was not getting ¿the urination, volume, strength that he was used to.¿ the patient stated he had a 5-minute conversation prior to the replacement surgery with a manufacturer representative (rep) and said this conversation had no significant value and did not address anything. The patient stated the unit was not properly programmed or he was not sure if he was doing something wrong because he only had one program, p2, and stated he turned stimulation up to 8.0 v and was not feeling any stimulation. The patient stated that he was at 6.0 v at the time of the call. The patient stated he expected he knew what he was doing. The patient reported that as of (B)(6) his stimulator was not functioning as designed. The patient services asked if the patient was referring to the issue with his symptoms, urination and patient reported, yes that was what he meant. The patient planned to call his hcp. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Product event summary (implantable neurostimulator/lack of stimulation/not emptying completely): investigation summary - it was reported that the patient turned stimulation up to 8 v and did not feel any stimulation and he was not emptying completely like he did with the previous implant. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging : product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that after the adjustment on (B)(6)2017 the non-functioning implant ove r-performed producing excessive urinary output. Further adjustment only exacerbated the problem ... Excessive one day / barely adequate the next. On (B)(6)2017, the hcp indicated that during surgery difficulty connecting the new device to patient's existing leads required force. This produced an electrical shock or reversal of electric current direction that causes cardiac injury (congestive heart failure). This device worked one day but not the next, or worked @1.4 pulsations but not @ 1.8. Now having chf, the patient now has labored breathing, frequent exhaustion, edema, and persistent coughing/wheezing. Furthermore, the patient was diagnosed with syncope on (B)(6)2017. A second surgery to remove and replace the defective/device lead was likely, and the patient's ability to withstand another surgery was a concern as chf progresses. Further injuries referenced were constant low back pain, heart failure with preserved ejection fraction, and a shorted life span as chf progressively worsens. There were no further complications reported as a result of this event.